Event description:
The customer reported via phone call that they received the button error alarm on the insulin pump while giving a bolus and that the insulin pump was completely unresponsive. The customer was unable to clear the alarm. The customer's blood glucose was unknown. The customer was advised to revert to a back-up plan. The customer confirmed that they had manual injection available. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. It was not possible to perform the displacement test due to no button response. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.